Event description:
During a remote follow-up, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was alleged but not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.